Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported that the reason for the call was the patient said they kept trying to get their device in MRI mode and they were having so much trouble they were about to forget it. Walked caller through putting the device into MRI mode. The troubleshooting steps that were taken on the call resolved the issue. The patient was putting the recharger over the stimulator instead of the communicator. Then the got a por. Patient cleared the por message and the device already showed MRI mode as active. Issue was resolved.